Event description:
It was reported that the ventilator broke loose from the cart and could not be moved. There was no patient involvement. The customer was provided with part numbers for central processing unit (cpu) cover, thumbwheels, and bottom case. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
To address the issue, the customer replaced the base assembly, cpu cover, thumbwheels, foot kit, and screws. The customer stated that the unit was repaired and returned to use, and defective parts were disposed of; based on the information provided and the service performed, the alleged malfunction was confirmed.